Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported vent inop due to a machine and proximal sensor failure. The patient was switched to another device. There was no patient harm. Patient information has been requested.